Event description:
National complaint coordinator reports a home pt experienced a leak/fracture where the tubing enters the filter. Additionally, a leak at the top joint of the filter housing and a break at the bottom of the filter were reported. The complaint coordinator reports that 2 sets were reported to have these defects while being used in the pt's home. No pt injury or medical intervention was reported. No additional info is available at this time.